Event description:
Ous MDR - the patient had a gradual increase in the lead impedance and in the threshold of the rv lead. On the day of the device replacement the impedance was above 3000 ohm and there was no capture. A new rv lead was placed, but there is no mention of this lead being explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received follow up data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received data were inspected. The analysis revealed a gradual increase of the rv pacing impedance between march and october 2013, with values above 3000 ohms from october 2013. The rv pacing threshold values oscillated between 4 v and 6 v within this period of time. Regarding the lv channel, two values of the lv pacing impedance above 3000 ohm were detected within march 2014. Further inspection of the data did not reveal any peculiarity. In particular, the sensing values were stable and recorded vt and vf episodes were triggered as a result of intrinsic signals. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The impedance increase mentioned in the complaint description was confirmed through the inspection of the available data. However, no conclusions can be drawn based on the information available for analysis.